Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited high out range shock impedance measurements. In clinic, shock impedance measurements were tested numerous times which yielded in range measurements. An invasive procedure was performed. The lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.